Event description:
Zimmer at risk hip implant with cobalt and chromium head was installed in me on (B)(6) 2005, and now I can no longer walk without assistance. I need revision of my right hip and now my left hip replaced. I am having symptoms of tinnitus, swelling, numbness, pain, fatigue, cognitive decline, muscle and tissue damage and thyroid issues, also a list of other issues.